Event description:
A report was received from a customer stating that there was observed to be an alleged liquid leakage in the mps set during the surgery. It was confirmed that there were no patient complications.

Manufacturer narrative:
The device was evaluated and leaking was confirmed. A suspected root cause for this was inadequate solvent bonding at the area where the leak was seen. As part of a continuous improvement initiative, quest qualified and implemented an automatic solvent dispenser to enhance consistency of the solvent bonding. This set was confirmed to have been manufactured prior to implementation of the solvent dispenser. Quest will continue to monitor complaint trends.